Event description:
This report is based on a failure discovered during product analysis by the ec failure analysis team and has been investigated by the philips complaint handling team. During troubleshooting and analysis of an frx device, evidence of a possible hv capacitor malfunction was observed in the device history. The resulting self-test warning had not been reported by the customer or the local philips team.